Manufacturer narrative:
The post market surveillance department has requested the pt's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device investigations.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt caregiver called technical support requesting assistance in programing basic treatment settings to a reduced fill volume since the pt just completed abdominal hernia surgery ((B)(6) 2014). Upon follow up with the pt's pd nurse, she confirmed that the pt did have hernia repair surgery but would not provide additional details. The pt does remain with the ccpd program in stable condition.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within spec.